Manufacturer narrative:
This is one event (cardiovascular) the same pt involving two separate products; associated MDR #: 1225714-2013-01266.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on (B)(6), 2011 after the use of the product.